Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During investigation the force sensor was found to be out of calibration. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
The pt reported that the pump did not detect the cartridge during the load cartridge phase and all of the insulin was pushed out. He noted that this sequence of events happened three times in one day. The pt reported no motor noises, he replaced the cartridges with new ones, he cycled the cartridges appropriately, he replaced the battery, and he denied relevant alarms in the history.